Manufacturer narrative:
(B)(4). No term available for device operated within specification.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection less than one hour was confirmed. Signal loss up to one hour is within specification; the device operated within expected performance. A probable cause could not be determined. No additional event or patient information is available.